Event description:
As reported by the user facility: brief inquiry description: air in line alarms. Detailed inquiry description: pump providing high dose norepinephrine stopped infusing due to air bubble alarms, and also switched into kvo mode several times in order to fix the air bubble alarms, I had to go through the process of opening the pump to eject the tubing and reprime. I was only visualizing the tiniest of bubbles, if any at all, when this was occurring. The process of removing the tubing and setting up the pump takes a very long time in terms of having a high dose vasopressor on hold and not getting administered. The pump is slow to reboot and begin infusing again. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.